Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements. Technical services (ts) examined device data and noted that the measurement was not being reported because it was still within the 24 hour trend window. Health care professional (hcp) stated that this should be changed, and the value should always be reported. Ts suggested that patient be brought into clinic for further lead testing and device interrogation. It was noted that the plan is to continue to monitor. No adverse patient effects were reported. Currently, this rv lead remains in service.